Event description:
It is reported on an unknown date that the device was inoperable. This is not for a warranty replacement. The device did not malfunction during surgery while being used on a patient. No further information is available at this time. This is report 1 or 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. Device history review records show that the product conformed to all requirements and no ncrs were generated. Placeholder.